Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra, product ID: mc2avr1-delsys. Serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) exhibited high thresholds and loss of capture when the tether of the delivery system was cut and removed. Retrieval was attempted. During retrieval the tether detached and the ipg could not be grasped successfully with a snare. An additional snare was inserted from the contralateral left groin for retrieval, but the snare slipped off within the sheath, so forceps were used to clamp the sheath midway to prevent the ipg from moving back, and the sheath was removed together with the ipg. When deploying with a new leadless ipg system, the previously retained snare in the right atrium and the tether became entangled, and the tether could not be moved. As the snare had been inserted from the contralateral groin, the snare and tether were withdrawn through the introducer sheath while still entangled and the entangled portion was cut, and the remaining snare was withdrawn from the contralateral side. The approach was changed to a jugular approach with a new leadless ipg system, and with a single deployment good measurements were obtained, so implantation was ultimately completed. No patient complications have been reported as a result of this event.